Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device would not go in reverse. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was initially reported that the event was reported from germany. The correct statement is that the event was reported to occur during pre-surgery. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device functioned properly. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the coupling head was worn and there was corrosion found on the internal components. The assignable root cause was determined to be due to component wear/age from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.